Event description:
It was reported to medtronic neurosurgery that the patient had been diagnosed with primary intracranial hypertension since the age of 15. According to the report, the patient had their first ventriculoperitoneal shunt when they were 16 and they are currently on their fourth or fifth shunt. The report stated that the patient¿s current shunt is a medtronic set-pressure valve that was placed in 2007 and has been shown to have slightly elevated pressures for a couple years now. Reportedly, the pressure is not high enough for the patient¿s neurosurgeon to replace the shunt. According to the report, the patient has been having trouble with their balance and gait over the last year or so culminating in falling and breaking their wrist last (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.